Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms impactor bumper is chipped and cracked. The device shows signs of significant wear/use. The device was manufactured in 2014. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the genesis ii femoral impactor is cracked, chipped, worn down and needs to be replaced. Fault in device was noticed during surgery, before patient was in the room. A sn backup device was used to complete the procedure. No delay or patient inconvenience were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.